Event description:
While attempting to deploy a perclose closure device in the r common femoral artery the hypo tube portion of the device became dislodged from the rest of the unit and remained in the right common femoral and r iliac artery. Were unable to capture and remove. Pressure held and sutured manually to close. Patient will have to go to operating room to have piece removed. Patient was stable upon leaving the cath lab.